Event description:
Drive devilbiss healthcare was notified of an incident involving a heating pad by two end users, who stated that they sustained "second and third degree burns when their rv caught on fire." The end users also stated that "it is our belief the fire was due to a malfunctioning drive digital heating pad." The end users did not provide any additional details regarding the basis for their belief that the heating pad caused the fire, or any further information regarding medical treatment. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.